Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The log file contained approximately 37 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges on (B)(6) 2021 from 14:16:33 to 14:16:48 and on (B)(6) 2021 from 12:28:52 to 12:33:50 due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to the mpu. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the atypical alarms resolved with the controller exchange. It was also reported that the exchanged system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer 03apr2018. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Mobile power unit - manufacturer's report # 2916596-2021-06232.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on 14oct2021 that power cable disconnects while on batteries and mobile power unit (mpu) were discovered in the log files. It was additionally reported on 19oct2021 that the patient received a controller exchange due to suspected controller lead issues. An issue with the controller leads was not confirmed.